Manufacturer narrative:
While being wheeled to the shower room in a reclining shower commode chair, a front fitting broke causing the caster to fall out and the resident to pitch forward hitting his shoulder on the wall and breaking his collarbone. The fitting broke around the screw that holds the caster plug in. The resident remains in the facility. No other health issues were affected. Replaced frame that broke. No other action required.

Event description:
While being wheeled to the shower room in a reclining shower commode chair, a front fitting broke causing the caster to fall out and the resident to pitch forward hitting his shoulder on the wall and breaking his collarbone. The fitting broke around the screw that holds the caster plug in. The resident remains in the facility. No other health issues were effected.